Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the patient ((B)(6)) had been having charging and communication issues since (B)(6) 2014. The patient stated charging intervals had increased and suddenly the charger stopped communicating with the ipg. The patient programmer was also not able to communicate with the ipg. Surgical intervention was taken and the patient's scs ipg was explanted and replaced with a different model ipg which resolved the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.